Event description:
It was reported that a user of the ilet experienced hyperglycemia with a highest blood glucose of 272 and later returned to 169, with the user noting a pattern of elevated glucose near midnight followed by elevated levels the next day and reporting feeling unwell with minimal intake of hot fries and juice. Symptoms included hyperglycemia. Outcomes included routine follow-up and user education without alarms or hospitalization. Investigation included a review of use history, user-reported blood glucose trends, and troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions and no device component issues, and the event was consistent with hyperglycemia of unclear cause potentially associated with illness and dietary intake. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.